Event description:
Upon preparing a cortrak 2 feeding tube for insertion, the rn noticed the guide-wire protruding into the exit opening of the tube. The tube was removed from service. His safety concern is that the guide-wire could potentially harm a patient if inserted. The guide-wire tips are typically a couple of centimeters proximal to the tip of the tube. The rn directly involved in this event contacted the corpak medsystems/halyard sales rep immediately, and she stated she would contact her quality service department and will make arrangements to replace our stock of tubes. Upon inspection of the remaining unopened tubes it appears there are other tubes with similar issues.